Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted

Event description:
The customer reported that the unit turns off by itself a few minutes after power on without any visual/audible alarm - random issue occurs only sometimes. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. The device turned on using the battery and ac while in the docking station. During operational testing the device was not able to obtain readings because a few seconds after powering up, the screen goes blank and the unit goes into the 10 beep error. Internal inspection was performed and the u21 chip on the system board was found to cause current leaks and was responsible for the 10 beep error. The pogo pins on the system circuit board are stiff, potentially causing miscommunication with the docking station. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.